Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain and chronic low back pain. It was reported that last tuesday ((B)(6) 2022) or wednesday ((B)(6) 2022), the patient felt overdose like symptoms where their mind was wandering and felt like they had an overdose of drugs in their system. The patientstated that they went to the hospital where they checked the patient's heart and kept an eye on the patient but did not notice anything unusual and told the patient that they had a normal amount of medication in their system. The patient stated that it happened again 2 days later. The patient called the emergency nurse to ask if they could take narcan, which the patient did take and stated in 45 minutes, the patient felt much better, and stated they did not take additional drugs and only had a couple beers. The patient was redirected to their healthcare provider. Of note, the patient stated that they had their pump filled 2-3 weeks ago and confirmed that they did not hear any alarms. The patient could not remember name of medication in the pump stating "morphone" or something like that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.